Manufacturer narrative:
The product was returned and analyzed. This lead was returned to boston scientific post market quality assurance laboratory intact (not severed). Continuity test passed, indicating conductors are intact. Visual inspection revealed no abnormalities (no sign of twist noted in lead body). The lead and tip appear normal, intact and undamaged. Laboratory analysis was unable to confirm the reported allegation of dislodgement, evidence from the field and product analysis were insufficient to verify dislodgement. No evidence of device defect, malfunction, or abnormal damage was found that would result in surgery or patient/medical problems.

Event description:
It was reported that this right atrial lead was explanted and replaced due to dislodgement. This issue was confirmed with x-rays and patient symptoms. This lead was returned for analysis and no additional adverse patient effects were reported.